Event description:
It was reported that the distal sheath of the ultrasonic probe was stretched. The issue occurred during a diagnostic endobronchial ultrasound with guide-sheath procedure, and it was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: indentation at the tip of the insertion. Contraction of the insertion. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: elongation of the tip of the insertion part was likely caused by the external force on the tip of the insertion part. Indentation at the tip of the insertion was likely caused by an external force that was applied to the tip of the insert. Contraction of the insertion was likely caused by an external force that was applied to the tip of the insertion part. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the distal sheath of the ultrasonic probe was stretched. The issue occurred during a diagnostic endobronchial ultrasound with guide-sheath procedure, and it was completed using the same set of equipment. There were no reports of patient harm.